Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-02561. It was reported the patient experienced ineffective stimulation due to the lead migration (x-rays confirmed). Surgical intervention may be taken at a later date to address the issue.